Event description:
Rcia lesion was pre-dilated, the sds was then inserted and upon inflation of the balloon to 2-3 atm, the balloon burst. The catheter was withdrawn from the patient's vessel. The physician tried to insert another balloon catheter, but had no success in completing the deployment. After two days, the patient was sent to another hospital and the stent was surgically removed.